Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 28 x 2.5 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During a percutaneous coronary intervention (pci), a 145, 5-in-6 guidezilla¿ extension guide catheter was selected for use. However, it was noted that the catheter connection was separated. The procedure was completed with another with same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Microscopic and tactile examination revealed numerous kinks in the hypotube. Microscopic examination revealed complete separation of the shaft/collar, with additional damage to the collar. Microscopic examination presented revealed the ptfe was completely pulled out from the collar. Microscopic examination found no irregularities or defects on the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 28 x 2.5 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During a percutaneous coronary intervention (pci), a 145, 5-in-6 guidezilla extension guide catheter was selected for use. However, it was noted that the catheter connection was separated. The procedure was completed with another with same device. No patient complications reported and the patient's status was stable.